Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. The rapid tests and home tests might have been accurate in the beginning of the pandemic but they are no longer accurate for the newest variants. Both this brand and the binax gave false negatives that the pcr tests correctly detected were positive. This is why if you are getting surgery the doctors won't accept a rapid test; they require pcr.